Event description:
We are writing to inform the FDA of an unexpected serious adverse event (sae) which resulted in a participant death in 2009 that occurred following the use of a legally marketed device used in accordance with its labeling. The event occurred two weeks following the procedure. We are reporting this because this was an incident, where the use of a medical device is suspected to have resulted in an adverse outcome in a pt. A follow-up written notification will be submitted within 15 calendar days.